Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the radio frequency head tested out of specification due to a twisted cable.

Event description:
The programmer was returned due to an error when installing software. The radio frequency head was returned with the programme and it was analyzed and tested out of specification.